Event description:
Report of explant of device system due to infection/meningitis received per annual device tracking report. Follow up with hcp revealed the onset of the infection/diagnosis of the infection was in 2000. The patient was diagnosed with meningitis and had the symptom of fever. A culture was obtained of the csf and was positive for "bacterial staph epi". The patient was treated with IV antibiotics and total device system explant. The infection was resolved. The patient risk factor was debilitated status.